Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 01/17/2023. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Device code a1502 is being used to capture the reportable event of misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue implant procedure under general anesthesia on an unknown date. Fiducials were administered prior to implant procedure. A computerized tomography (CT) scan and a magnetic resonance imaging (MRI) scan were done for simulation and a grade 2 rectal wall infiltration (rwi) was observed. The physician planned to wait a month, scope the rectum of the patient to see if there were any issues, and then proceed with radiation. The patient was planned to receive hypofractionated radiation therapy 70gy in 28 fractions. The outcome of the patient was unknown at the time of this report.